Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon components removed due to fluid loss in the reservoir. A new artificial urinary sphincter pump and balloon were implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter pump and balloon components removed due to fluid loss in the reservoir. A new artificial urinary sphincter pump and balloon were implanted. Additional information received indicated the pump was removed because in the scrotum there was a liquid collection and the doctor was not sure if there was infection. The infection was not confirmed.